Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypads being replaced due to devices not turning on was evaluated. One keypad was confirmed to have a faulty system on key and nonfunctioning ac indicator light. Test results identified 1 (s/n (B)(6)) out of 4 keypads failed to power on. All soft keys were observed to be functioning as intended. Keypad associated to s/n (B)(6) had no failed keys, no fault found. Keypads for s/ns (B)(6) were observed to have an illuminated red-light indicator after being connected to the test fixture (eq111582). The red-light indicator is associated to trace contamination with the system on key. No alarms were observed with this failure. All keys on the keypads were functioning as intended an internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on 4 out 4 keypads. A broken trace was observed, trace 20 associated to the system on key (s/n (B)(6)). Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10012515 and qty 3 printec p/n tc10013664). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and a broken trace (trace 20). During external inspection, the keypads were in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 08may2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 30oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only front case keypad assemblies were provided for the investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.